Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included calibrating the unit. Unit was safety tested to factory's specifications.